Event description:
The customer obtained non-reproducible vitros phenytoin (phyt) results (sample 1= 4.8 versus expected 55.6 ug/ml; sample 2= 13.2 versus expected 22.9 ug/ml; sample 3= 31.9, 24.9 versus expected 18.7 ug/ml; sample 4= 9.7 versus 37.9 ug/ml) on multiple serial samples drawn from the same patient that were processed on the vitros 5,1 fs chemistry system. The phyt result of 4.8 ug/ml obtained on sample 1 and 9.7 ug/ml obtained on sample 4 were reported from the laboratory; however, the affected samples were repeated because the phyt results were questioned and a corrected result for each sample was issued from the laboratory. The non-reproducible phyt results from sample 2 and sample 3 were not reported out of the laboratory because the laboratory was performing repeat testing of all phyt results from this patient. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible vitros phenytoin (phyt) results were obtained from multiple serial samples drawn from the same patient that were processed on a vitros 5,1 fs chemistry system. The issue was isolated to the samples tested for one patient and there was no indication that an instrument or phyt slide related issue contributed to the event. The investigation was unable to determine a definitive root cause for this event. However, pre-analytical sample processing and/or a protocol issue related to sample collection via the central venous catheter cannot be ruled out as potential contributing factors.